Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the severely diseased iliac to superficial femoral artery (sfa). There was tight stenosis and severe calcification present. An express ld stent was selected for treatment; however, the stent delivery system (sds) was unable to pass the stenosis. The device was removed from the patient and an epic self expanding stent was attempted. The epic stent was unable to deploy and removed from the patient. At this point it was noticed that the stent of the express ld had dislodged from the sds and was sitting over the guide wire in the lesion. A balloon was advanced to the dislodged stent to secure it and the devices were pulled back into the introducer sheath. All devices were then removed. The case was aborted due to nothing being able to cross the lesion. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).